Event description:
The customer's father reported that the insulin pump's escape button was not responding. Caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 212 mg/dl due to not wearing the insulin pump and playing sports. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons function properly. No stuck buttons or keypad anomaly was noted. The j2 on the lcd board was inspected and no anomaly was noted. No cosmetic damage was noted.